Event description:
The report from the study indicated that a male patient underwent a procedure to a bifurcated lesion in the om3/ left pda. The main branch was predilated with a balloon at 12atm, and a 3.0x18mm cypher stent was implanted at 14atm, and a kissing balloon was used at 12atm. The side branch was predilated with a balloon at 10atm, and a 2.75x18mm cypher was implanted at 15atm, and a kissing balloon was used at 14atm. The stents were implanted in a crush procedure. Heparin 7500 units were used intraprocedurally, and final timi flow was 3. The patient's baseline medications were aspirin, clopidogrel, nitrates, ace inhibitors, serum lipid lowering drugs, beta-blockers, and homeprazol. The following day after the procedure, the patient had a non-q-wave mi related to the target vessel: cpk was 572 (normal 40-175), cpk-mb was 36 (normal <25), and troponin was 10.48 (normal <0.50). No action was taken.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. Due to a change in practice regarding the reporting of similar devices, the MDR report for this file is being submitted greater than 30 days from the alert date. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2007-00871. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.